Manufacturer narrative:
Considering the complaint description, the involved backflush instrument was obviously not returned for investigation. Since the lot number of the device not available, device history record review could not be performed either. Since no examination could be performed, we were not able to confirm the reported failure or to determine its cause. It should be noted that, on most occasions of loose silicone tips, the glue connection of the silicone tip is intact, but a part of it is torn off. This type of damage may occur when the closure valve of the cannula is not actively opened to facilitate easy insertion of the instrument or when the tip comes into contact with another instrument. In order to prevent damage to the tip due to insertion, the instructions for use should be carefully followed.considering the complaint description, the involved backflush instrument was obviously not returned for investigation. Since the lot number of the device not available, device history record review could not be performed either. Since no examination could be performed, we were not able to confirm the reported failure or to determine its cause. It should be noted that, on most occasions of loose silicone tips, the glue connection of the silicone tip is intact, but a part of it is torn off. This type of damage may occur when the closure valve of the cannula is not actively opened to facilitate easy insertion of the instrument or when the tip comes into contact with another instrument. In order to prevent damage to the tip due to insertion, the instructions for use should be carefully followed.since it was not possible to confirm the reported failure or to determine its cause, no further actions are taken at this point.the analysis includes all complaints with failure mode bf-sil-off-unnoticed in eye and the sales figures of disposable backflush instruments.

Event description:
We have been informed that during the retina surgery with a backflush the tip ended up under the retina. The pharmacist specified that the event took place several months ago, and that it was during the imaging that he realized the foreign body in the eye. A second surgery to remove the tip may be required.

Event description:
We have been informed that during the retina surgery with a backflush the tip ended up under the retina. The pharmacist specified that the event took place several months ago, and that it was during the imaging that he realized the foreign body in the eye. A second surgery to remove the tip may be required.

Manufacturer narrative:
Considering the complaint description, the involved backflush instrument was obviously not returned for investigation. Since the lot number of the device not available, device history record review could not be performed either. Since no examination could be performed, we were not able to confirm the reported failure or to determine its cause. It should be noted that, on most occasions of loose silicone tips, the glue connection of the silicone tip is intact, but a part of it is torn off. This type of damage may occur when the closure valve of the cannula is not actively opened to facilitate easy insertion of the instrument or when the tip comes into contact with another instrument. In order to prevent damage to the tip due to insertion, the instructions for use should be carefully followed. Considering the complaint description, the involved backflush instrument was obviously not returned for investigation. Since the lot number of the device not available, device history record review could not be performed either. Since no examination could be performed, we were not able to confirm the reported failure or to determine its cause. It should be noted that, on most occasions of loose silicone tips, the glue connection of the silicone tip is intact, but a part of it is torn off. This type of damage may occur when the closure valve of the cannula is not actively opened to facilitate easy insertion of the instrument or when the tip comes into contact with another instrument. In order to prevent damage to the tip due to insertion, the instructions for use should be carefully followed. Since it was not possible to confirm the reported failure or to determine its cause, no further actions are taken at this point. The analysis includes all complaints with failure mode bf-sil-off-unnoticed in eye and the sales figures of disposable backflush instruments.

Event description:
We have been informed that during the retina surgery with a backflush, the tip ended up under the retina. The pharmacist specified that the event took place several months ago, and that it was during the imaging that he realized the foreign body in the eye. A second surgery to remove the tip may be required.

Manufacturer narrative:
The complaint is under investigation.